Manufacturer narrative:
The ge service rep found the images were available during live fluoro, but upon release of the handswitch the image goes black and the system rad counter keeps counting tone. The system functions as intended, when unplug interconnect cable system still counts and said live fluoro. Error v20026 and 20018. The rep removed and replaced the interconnect cable. No other problems note during repeat test of the system operations.

Event description:
The customer reported that the system displayed dark and grainy images. No pt injury was reported.